Event description:
One day, while browsing the internet, I discovered a leg massager that looked very advanced. The advertisement promises that this massager can quickly relieve leg swelling and provide a very comfortable massage experience. Tired of the persistent discomfort, I placed an order full of hope. After the massager was delivered, I couldn't wait to open the packaging and start using it. In the first few minutes, the feeling of machine massage made me breathe a sigh of relief, and the swelling in my legs seemed to have eased. But soon, the soothing feeling was replaced by a tense and intense pressure. The machine's airbags seem to be constantly pressurizing without any signs of lowering. I tried to adjust the settings of the massager, but the device seemed to be in some kind of malfunction state. In the midst of panic, I struggled to turn off the device, but suddenly, I felt a sharp pain - it seemed to tighten excessively, pressing against my already swollen calf. After a rapid power outage, I struggled to break free from this mechanical claw, but the damage had already been caused. My legs not only experience increased swelling, but also new pain points and bruises are beginning to appear. Lying alone in bed, enduring the additional pain brought about by a seemingly healing solution. My trust was betrayed, my optimism was shattered, and my body and mind were once again shrouded in sadness. This incident taught me a painful lesson: for any product that involves health, one must choose carefully and study carefully. In addition, this brand has huge sales on amazon and consistently ranks among the top three in the same category. Thousands of unregulated and substandard products are sold to the american public every day, which may affect consumer safety and even cause a large number of safety accidents. Products that do not meet regulatory requirements should not appear in the market. I hope to investigate non compliant products, which will protect the safety of tens of thousands of americans. Link to one of the products: https://www.amazon.com/cincommassager- circulation-compression-intensities/dp/b07cwk93ry/.